Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable after not charging the ipg as recommended. In turn, the ipg was explanted and replaced, which addressed the issue.